Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event was not duplicated. Upon disassembly for visual inspection, the technician noted visual signs of third party repairs on the motor and spindle housings and socket corrosion.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.